Event description:
It was reported that the patient was admitted to the hospital due to a fall and upon an attempt to interrogate the device, the physician was unable to interrogate the device. It was further reported that the patient had not had their device interrogated since implant, which was approximately eight years. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A icl08jb53 implantable pacing lead, (B)(6) 2005. (B)(4).